Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted with a prostyle device after an unknown procedure. Reportedly, the handle was flaking off when the plunger was being depressed with two prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported flaking of the handle; however, the subsequent unexpected medical intervention appears to be related to circumstances of the procedure. Factors that may contribute to a handle flaking include, but not limited to improper or insufficient component cleaning, over application of lubricant or processing aid causing residue on the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.